Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having erratic blood glucose levels. The blood glucose was 40 mg/dl and then 354 mg/dl. The customer treated the low blood glucose with trail mix. The high blood glucose was treated with an insulin pen. The current blood glucose is 113 mg/dl. Nothing further reported.